Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. Reportedly, when the user attempted to load a new cartridge, a malfunction alarm occurred. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and another cartridge change error message occurred when the user attempted to load another new cartridge. The user's blood glucose level was 220 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunctions (cartridge change error/malfunction code) were verified and a different issue was identified.